Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has an increase in rv coil impedance. The physician noted that the rv lead is not in apical location. Physician is considering a rv lead revision. The rv lead remains in use. No patient complications have been reported as a result of this event.